Manufacturer narrative:
The investigation into the access site bleeding has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. As per clinical review, the patient woke up confused and tried to get out of bed resulting in improper position in aorta with the groin continued to ooze excessively. Later, the physician pulled and repositioned pump to maintain angle, tied multiple sutures around the surrounding skin and bleeding resolved. The cause of the access site bleeding issue was most likely patient movement due to patient waking up and moving out of the bed leading to improper position per clinical review.

Event description:
The user facility reported a 69-year-old female with 100% proximal left anterior artery and mitral valve disease was implanted with an impella cp device for mechanical circulatory support. The patient had a femoral-placed impella cp when the team allowed the patient to become confused and move. The movement caused an access site bleed. The bleed was at the repositioning sheath backing out and oozing. The team gave four units of packed red blood cells and made the choice to have surgery intervene and explant the device. A new impella 5.5 pump was implanted via axillary.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿